Event description:
The customer received blood glucose readings of 171 and 218mg/dl on the contour usb meter, re-tested on a contour meter and the reading was 92mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.